Event description:
The analyzer produced low digoxin values on both level I and level ii quality control samples. The customer stated that they feel no patient results were compromised as a result of this occurrence.